Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The needle size is bigger than normal the surgeon used to close peritoneal and muscle and found that it was bleeding from suture line. (Monosyn v 2/0 90cm hr40s) after surgery, he looked and found that the needle was bigger than normal.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 27 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 27 closed samples and 2 open and unused samples, one of them of the affected batch (114273) and the other one of the batch 112503. Checked the needle dimensions of the closed samples received and all of them comply the OEM specifications of the product. Nevertheless, the two different batches received contained two different needle references that were approved to be used in the product. The complained batch has a slightly wider needle compared to the other batch. But both needles are an hr40s approved to be used in the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on this product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.